Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. The reported issue was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (apd) patient ¿coded¿ during an unknown process step of apd therapy. It was reported the patient was connected to the homechoice device at the time of the event. No further information was provided regarding medical intervention or if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. No additional information is available.